Event description:
It was reported that, during trialing the trial broke in half while trying to trial the 4-11. The trial was impacted with the inserter impactor. No complications to the case or patient.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.